Event description:
On (B)(6) 2012, (B)(6), reported that on the hl20 lpc 20-120 2-pumps console (article number: 70102.8582, serial number: (B)(4)) they received a "cal" displayed in the pressure 1, 2, and 3 readings on the system control panel (scp). The rotoflow stopped pumping. The unit was put into free mode and the staff switched the patient to another console/rotoflow device. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician was unable to duplicate the problem, however learned that the issue had happened 1 month previously and that the technician on staff who maintains the device reset the connector on the system control panel (scp) board on the cable running to the 19 inch rack. The technician again re-set the connector on the scp board and ordered a new 19 inch rack cable, which was then installed. The unit then passed functional and safety checks to factory specifications. (B)(4).